Event description:
Surgeon was using the ligasure 5mm x 37cm laparoscopic instrument (lf1537) on the tissue during the procedure when the device held onto the tissue and would not release. When the surgeon was able to get the device to release from the tissue, the device was replaced with another ligasure device, which functioned properly without incident.